Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Images and video have been requested but have not been obtained yet.

Event description:
It was reported that during a da vinci-assisted completion proctectomy surgical procedure, vessel sealer extend (vse) where the grey-white plastic protection in the joint area crumbled and fall into the site. The fragment fell into a patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the new vse with the same batch number that was subsequently used had the same problem with the fine abrasion of the rubber insulation. Only the third vse with a different batch number worked without any problems. The customer hoped that the return shipment includes a sample of the rubber abrasion that the surgical nurse had secured. The operation was filmed, and they took photos of the damaged vse with the da vinci system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have scratches. The instrument was found to have a scratched grip tip. Both of the grip tips had several scratches. The scratch marks measures approximately 0.1900". Fragments are missing as a result. There is moderate amount of debris on the knife track.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: a review of the instrument logs showed that the vessel sealer extend (vse) instrument (lot k17250213-0245) was installed 3 times and passed homing on the 3 attempts. A total of 139 cut complete events were noted, and 7 jaw angle open events were observed, indicating that the user opened the jaws far too wide to allow cutting. The instrument was used for about 1 hour. The e100 generator logs showed 7 coag events with no errors and 246 seal events with 14 ¿high initial starting impedance¿ errors. Another vse instrument (lot #k17250213-0248) was installed once and passed homing with no issues. A total 38 cut complete events were noted. The instrument was used for about 28 minutes. The e100 generator logs showed 5 coag events with no errors and 65 seal events with 3 ¿high initial starting impedance¿ errors. There were no findings during instrument log review that could relate to the customer reported event.

Event description:
Refer to h11 for follow-up information.